Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer provided a photograph and advised the device malfunctioned when they squeezed the safety activator to remove the needle, resulting in the device being completely pulled apart. The customer also advised the guard does not completely shield the tip of the needle, after listening for a click. The customer reported kickback occurred, tubes dislodged from the holder during blood collection; the customer advised gbo tubes were not in use.

Manufacturer narrative:
Complaint (B)(4). Received 4pcs 455096v1/23l15c and 4pcs 455095v1/23l23e for evaluation. Received customer pictures. We have no remaining inventory of either material/batch. We have no further complaints on either material/batch. We forwarded the complaint, customer pictures, and samples to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormalities which could be related to the reported issues. Retain and customer samples were visually inspected; no deviations were observed. The safety mechanisms were activated for both retain and customer samples. All were found to work properly and locked without breakage. A model test then was performed, for both retain and customer samples, by bending the hub manually while activating the safety mechanism. As a result, the hub broke. Based on this result, it is possible the observed hub breakage may come from external bending force applied to the hub during activation of the safety mechanism. Move force and pull force were measured, as well as return force on both retain and customer samples; all results were within specification. A simulation test was then performed for the retain and customer samples using blood collection tubes; no kickback was observed. Furthermore, the quantity of silicone on the luer adapter needle was checked and was within specification. The alleged malfunction cannot be confirmed. Corrected and additional data : h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.